Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stenting procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a stricture due to primary large intestine cancer. The stricture was 5cm in length. The patient anatomy was noted to be tortuous. During the procedure, the stent was implanted successfully from the sigmoid colon to the sigmoid-descending colon junction. On (B)(6) 2013, the patient presented with abdominal pains. A CT scan was performed and a perforation was detected. The patient was sent for open abdominal surgery during which the stent was removed and a stoma was created. The patient is being monitored and has since begun a liquid diet. It was noted that prior to the stent placement, the patient was given chemotherapy treatment with folfox. Following the stent placement, on (B)(6) 2013, the patient began chemotherapy treatment with folfiri. In the physician's assessment, the normal expansion of the stent in the weakened patient's anatomy caused the perforation. The physician did not allege any malfunction of the stent.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.